Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer alleging possible insulin pump under delivery. The customer blood glucose level was above 30 mmol/l at the time of incident. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue insulin pump troubleshooting. The customer stated infusion set cannula was bend. The insulin pump will not be returned for analysis.